Event description:
The patient was a part of a clinical study. It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. Post procedure transesophageal echocardiogram (tee) did not indicate a pe after implant. At the 45 day routine follow up appointment, a tee revealed a trace pe. No treatment or intervention was required. The suspected cause is listed as potential, expected risk associated with implant procedure.